Event description:
The customer contact reported the device touchscreen would not calibrate. The device was returned to the biomedical department with an unsigned note that stated, "touchscreen out of calibration". No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient effects and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen was out of calibration and failed the touchscreen test. Though requested, no additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the touchscreen was found to be out of calibration and failed the touchscreen test. This report represents all the information known by the reporter upon query by hospira personnel.